Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference report: 2017865-2019-04431. During follow-up, there were episodes of noise resulting in high ventricular rate observed on both the right atrial (ra) and right ventricular (rv) leads. Both the ra and rv leads were explanted and replaced to resolve the event and the patient was in stable condition.